Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed frequently and required maintenance. The field service engineer (fse) had responded to an issue where the smart remote manager (srm) opened but produced several clicking sounds before fully opening. Additionally, the srm failed to recognize when it was closed. To address the issue, the fse removed the top two spade connectors and cleaned them using a wire brush. The fse then logged into hta and successfully opened and closed the srm multiple times without issue. A software test was subsequently performed, and the customer was asked to log in, recover, and verify the srm¿s functionality. The srm operated as intended, confirming that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager refrigerator was constantly failing. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager refrigerator was constantly failing. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.